Event description:
It was reported that during an unknown procedure, the device misfired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws, advancer, tissue stop. The analysis results found that the device was returned with the tissue stop out of position and the jaws closed. Due to the condition of the device returned no functional testing could be performed. In order to evaluate the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found bent. The bent advancer pushed forward the tissue stop pocket edge causing that it lose its position and jamming the firing mechanism. In addition, scratches were noted on clip track. Scratches were caused by the friction between the bent advancer and clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.